Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure. The patient came in for their 45 day follow up transesophageal echocardiogram imaging procedure. The imaging showed that there was a large thrombus on the face of the closure device. The physician will keep the patient on their anticoagulation medication until the thrombus is resolved. No other intervention or treatment was performed. The patient had no other consequences as a result of this event.